Manufacturer narrative:
H3: a follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autog bc catheter is flimsy. The following information was provided by the initial reporter: "we have been having a lot of trouble with the last lot of 22g IV I ordered. They seem flimsy and the needle is going right through the catheter."

Manufacturer narrative:
Investigation results: no photos or physical samples that display the reported condition were available for investigation. A device history record review was completed by our quality engineer team for provided material number 382523 and lot number 4030767. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. Based on the available information, an exact cause for this incident could not be identified. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: the reported complaints of a defective catheter and needle puncture damage could not be confirmed from the returned 22g insyte autoguard units. No damage or defects associated with the manufacturing process could be identified on the returned samples. Although the representative samples and manufacturing records do not support the complainant¿s description of the reported event, the complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. Manufacturing controls are in place to mitigate the reported issue. The insertion technique and angle could be potential contributing factors of the reported event. The instructions for use (IFU) also indicate that the needle should not be reinserted into the catheter during the insertion process as catheter damage may occur. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements.